Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is completed, a follow-up report will be submitted.

Event description:
It was reported the device was missing the last display segment on both windows of the unit. There is no report of any patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated. During the investigation, the device was able to turn on using batteries; however, the leds were not illuminating as expected. The device was able to obtain readings and alarmed during alarm conditions. The led display was malfunctioning due to significant corrosion on the system board around u19, u16, and u10, caused by liquid ingress. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues prior to this reported event.